Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. The displacement, basic occlusion, occlusion, prime and excessive no delivery tests could not be performed and the alert silence alert and time anomaly could not be verified due to the blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she changed the reservoir and programmed a bolus but the insulin pump only delivered 1 unit and the screen counted up to one and then went blank. Blood glucose value was 250 mg/dl. During troubleshooting, the customer stated that the battery cap was not damaged or corroded. The customer was unable to continue troubleshooting due to not having a proper battery. She was advised to treat manually and call back when having a new battery. The customer called back the next day and stated that the display returned but the insulin pump would not set up the time/date correctly. He was assisted with programming the time/date but the customer stated that the time reverted back to 12:12am. The insulin pump was replaced and returned for analysis.